Manufacturer narrative:
The unstable recording during the mapping process consistent with component failure. The location processor and location amplifier were replaced. The system then passed the accuracy test. There were no consequences to the pt.